Event description:
It was reported that a remote alert was transmitted due to anti tachycardia pacing (atp) delivered to convert an arrythmia. Technical services were consulted for further review. There was left ventricular noise observed which was oversensed by the device which was shown on the presenting electrogram. It was noted that at the last in office visit there were high capture thresholds observed, and it appeared that the device was programmed to right ventricular pacing only. In november, the lv trends showed stable impedances of 820 ohms, and then a decrease in impedances as low as 266 ohms. Additionally, a single lv pacing impedance increase of over 3000 ohms was observed in december, which had stabilized to 390 ohms. This lead remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that a remote alert was transmitted due to anti tachycardia pacing (atp) delivered to convert an arrythmia. Technical services were consulted for further review. There was left ventricular noise observed which was oversensed by the device which was shown on the presenting electrogram. It was noted that at the last in office visit there were high capture thresholds observed, and it appeared that the device was programmed to right ventricular pacing only. In november, the lv trends showed stable impedances of 820 ohms, and then a decrease in impedances as low as 266 ohms. Additionally, a single lv pacing impedance increase of over 3000 ohms was observed in december, which had stabilized to 390 ohms. This lead remains implanted and in service. No adverse patient effects were reported. The field representative has provided additional information stating that the patient will remain under close observation. There have been no further changes; the lead is still implanted and operational.

Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.